Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during an initial install of the system, each monitor displayed "no video detected". Troubleshooting was performed. Technical services (ts) had the manufacturer representative (rep) open the monitor settings on each screen using the soft keys underneath the monitor. The main cart monitor was changed to hdmi (high-definition multimedia interface), and the camera cart monitor was changed to dp (display picture). Issue was resolved. The probable cause was likely due to the rep mixing up the main and camera cart monitors during install. There was no patient involvement.